Event description:
MRI on knee. Knee placed in synergy body coil. Sheet used to cover body coil. Pt experienced a burn to posterior thigh about the size of a quarter. Blister noted. Felt the coil heated up too much.